Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device was not holding the cutter devices was not confirmed. However during evaluation, it was determined that the made excessive noise, had component damage, had a foreign substance and was vibrating. The device also failed pretests for vibration assessment. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported that the motor device, while in use with the attachment device, was not holding the cutter devices. During service and evaluation, it was determined that the attachment device made excessive noise, had component damage, had a foreign substance and was vibrating. It was further determined that the device failed pretest for vibration assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.